Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pc board was defective causing the unit to alarm and shut down, which confirmed the original complaint issue. Fields were updated accordingly.

Event description:
The unit is alarming with no indicator lights.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit is alarming with no indicator lights.